Event description:
Event was reported to caldera medical by an atty. The patient has suffered pain, infection, urinary problems, bowel problems, recurrence, and neuromuscular problems. No further info has been provided.